Event description:
Pt underwent MRI of the ls spine on 3/2/94. General anesthesia used due to pt's extreme claustrophobia. Redness noted in areas where ECG electrodes had been. Penicillin and topical ointment prescribed.